Event description:
It was reported that a patient presented with their right ventricular (rv) lead not capturing or sensing due to dislodgement. The rv lead was explanted and replaced on (B)(6) 2021. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, no capture, and no sensing. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. After cleaning, the helix can be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The reported events of no capture and no sensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.